Event description:
It was reported that the error code 41622 was found during testing. There was no patient involvement, and no harm reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for analysis. A functional and visual test were performed and the reported issue was duplicated. The cause of the reported issue was unknown. As a result, the optic switch and battery door were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.